Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found.

Event description:
It was reported that the patient presented with chest pain due to a suspected right ventricular (rv) lead perforation. It was also reported that an echocardiogram showed a slight effusion at the rv apex. Therefore the rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.